Event description:
Baxter (B)(4) received a report that an infusor had a separated/loose stress member during filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 20 ml of solution. The reported condition of a separated/loose stress member was confirmed. Visual inspection of the unit noted that the stress member was loose due to a separated coiled cap. The systemic root cause of the separated coiled cap was determined to be a manufacturing defect; bottle shoulder and low engagement at the cap/bottle interface caused interference between the cap and bottle. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This issue is being investigated through corrective and preventative action (CAPA).